Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the svc technician reported that the spring compression on sides a and b were weak, which made the regulator test difficult to pass. No other details regarding the nature of the event provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.